Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device as elective placement in the setting of coronary artery bypass graft (CABG) surgery for mechanical circulatory support. The impella 5.5 was inserted direct to the aorta, and a 10mm vascutek gelweave graft was tunneled to right supraclavicular space. Post CABG the patient was noted to be doing well. The patient continued on support for approximately two days per the care plan. At the time of explant minimal resistance was encountered, and upon removal of impella 5.5 from graft, only the motor housing was connected to the catheter with remainder of cannula inside the graft. The cannula could be felt inside the graft, and a pair of locking forceps was utilized to secure the cannula and remove from graft. Back bleed of the graft performed. The graft was sutured and tucked under skin. The patient remained hemodynamically stable during procedure and was noted to be in stable condition following the event.

Manufacturer narrative:
The investigation of cannula/pigtail detachment - great vessel/heart has been completed. The failure mode (fm) was changed product damage (detached inflow/outflow) to reflect the location of the cannula detachment. Due to a lack of sufficient evidence during the removal of the 5.5, the root cause of the product damage (detached inflow/outflow) cannot be determined.

Manufacturer narrative:
The investigation for the reported product damage (detached inflow/outflow - great vessel) has been completed. There are not enough details surrounding the removal of the device to make a determination if excessive force was used to remove the product. The product had a clamp mark but it was stated that that was from retrieving the cannula. Additionally, there was residual glue at the bond of the cannula and motor, indicating there was an intact bond. Due to a lack of sufficient evidence during the removal of the 5.5, the root cause of the product damage (detached inflow/outflow) cannot be determined. Corrections to the initial MFR report: h3 has been updated to device evaluation completed. H6 type of investigation code 10 added.